Event description:
Catheter broken after the surecuff when the catheter becomes smaller. No migration they have removed the device. The hospital has already informed our moh as "incident".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed one other similar product complaint file(s) from this lot. (286127).